Event description:
Unable to speak with the reporter/layperson (pt's mother), this senior medical surveillance specialist will send a follow up letter to the reporter and has reviewed the customer care advocate's (cca's) documentation. On the night of the call ((B)(6) 2009), the reporter alleged the pt's blood glucose results with the onetouch ultralink meter were inaccurately high. It is unclear if the reporter was comparing results to the pt's symptoms (blurry eyes, stomach ache, and headache), to the pt's onetouch ultra2 meter, to a third back up non lifescan meter, relion ultima, or to all three. The pt's insulin is received through her insulin pump. Results in mg/dl, the correct unit of measure. At 9:30 pm, the ultra link read hi (over 600) and onetouch ultra2 134. Reportedly, no action was taken. At 10:30 pm, the pt developed the above symptoms. The reporter did not indicate whether any treatment was given, such as a bolus of insulin, when the symptoms began. At 11:15 pm, the reporter checked ketones (no details provided). At 11:27 pm, the reporter tested pt again: ultralink 246, onetouch ultra2 hi (over 600), and relion 153. The reporter then called customer service. The reporter had no control solution to troubleshoot for the cca and to check the lifescan meters and test strips. Because the symptoms continued during the call, the cca suggested the mother to call 911. There is no indication the onetouch ultralink contributed to injury since the pt's results correlated with the symptoms of hyperglycemia. However, because the variance between the results hi and 134 and later 246, hi, and 153 is greater than the expected less than equal to 30%, the complaint is reported. The cca replaced both lifescan meters and test strips.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.